Event description:
Biomed stated sensor gave low readings. Biomed was initially informed by end user that sensor was not providing reading but during troubleshooting biomed noticed sensor was providing low readings. No pt harm reported.

Manufacturer narrative:
(B)(4). Covidien has attempted to obtain further details but has not received any details.